Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge tubing separated from the cartridge. Customer¿s blood glucose (bg) level was over 500 mg/dl with moderate ketones. Customer administered insulin and consumed carbohydrates to treat elevated bg. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.